Event description:
Alleged the head function moved up unintentionally. A patient was in the bed at the time, but was not injured.

Manufacturer narrative:
The account unplugged the pendant and found the bed would no longer move unintentionally. A new pendant was sent to the facility for repair but has not been installed.